Manufacturer narrative:
UDI: (B)(4). The investigation is underway.

Event description:
As reported by a field clinical specialist, during the procedure of a 26 mm sapien 3 ultra valve in the aortic position via transfemoral approach when advancing the delivery system and valve through the esheath significant resistance was felt at the level of the iliac crest. Cine imagery revealed a strut on the inflow portion of the valve that appeared to be 'bent/out of place.' All devices were removed as a unit without issue and exchanged. Upon removal of the esheath no damage was noted. Another 26 mm sapien 3 ultra valve was prepped and successfully implanted. There were no patient injuries. The patient was doing well post procedure. Per medical opinion, the cause of the event is unknown as the patient did not have significant calcification or tortuosity. The esheath was discarded. Per preliminary engineering review of photos received (screen shot of cine images) there appeared to be a puncture/hole on the sheath shaft, just distal to the sheath housing/hub.

Manufacturer narrative:
The crimped valve was returned in a jar with solution. Per procedural imagery provided by the site one bent strut was observed on the inflow side of the valve. The sheath shaft was punctured at the strain relief portion. All struts were exposed through the skirt. Due to the nature of the complaint dimensional and functional testing was unable to be performed. A device history records (DHR), review did not reveal any manufacturing related issues that would have contributed to the complaint. A review of the lot history revealed no other similar complaints. The instructions for use (IFU), device preparation and the training manual were reviewed for instructions or guidance for proper use of the device and no deficiencies were identified. During the manufacturing process, the valve is visually inspected and tested several times. During manufacturing, the valve frame component was 100% inspected. During final inspection, the valve underwent 100% inspection by both manufacturing and quality. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  The complaint for frame damaged during use was confirmed from the evaluation of the returned device and provided imagery. A review of the DHR, and lot history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of manufacturing mitigations supports that proper inspections are in place to detect issues relating to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported, ¿when advancing the delivery system and valve through the esheath significant resistance was felt at the level of the iliac crest. Cine imagery revealed a strut on the inflow portion of the valve that appeared to be 'bent/out of place.¿ per procedure training manual, ¿push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification.¿ while the exact root cause was unknown, these potential patient and procedural factors alone or in combination can cause resistance and lead to high push force during delivery system advancement through the esheath. In this case, it is possible that the device was excessively manipulated to overcome insertion difficulty, which resulted in frame damage. Although a definitive root cause is unable to be determined at this time, available information suggests that procedural factors (excessive device manipulation) may have contributed to the complaint event. The complaint was confirmed. No manufacturing nonconformances were identified. No labeling/IFU/training inadequacies were identified. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment escalation, nor corrective or preventative actions are required.